Event description:
The initial reporter alleged a discrepant reactive result for a patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The same sample also generated a reactive result greater than 250 u/ml with the elecsys sars-cov-2 s assay. The initial measurement with the hiv duo assay yielded a result of 1.54 coi (reactive). A repeat measurement with the same assay produced a result of 1.53 coi (reactive). No sub-results for the hivag or ahiv modules were provided. Testing with the hiv abbott alinity assay yielded a non-reactive result. No polymerase chain reaction (pcr) or western blot analysis was performed.

Manufacturer narrative:
The hiv duo reagent expiration date was not provided. The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. Testing conducted in the manufacturer's research and development department confirmed a false reactive result in the hivag module of the elecsys hiv duo assay. The patient sample exhibited reactivity to monoclonal antibodies used in the hivag detection module. Additional testing was limited due to insufficient sample volume. The root cause was attributed to a sample-specific interference, consistent with the specificity limitations outlined in the assay's method sheet. The device remains in operation at the customer site.